Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient clarified the stimulation wasn't too high, it wasn't helping/coverage wasn't adequate and they couldn't feel coverage on their right side lower back. Patient reported the issue has not been resolved, they will visit their doctor in august.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient wanted to meet with a manufacturer representative (rep) to get their stimulation recalibrated as it was not providing effective stimulation. Pt stated their stimulation was too high or intense. The patient was redirected to their healthcare provider to further address the issue. Last week, patient was in the dentist chair and the stimulation was causing them discomfort. Pt stated they had to get 2 cortisone shots. The patient mentioned they were sitting in the chair at the hairdresser and that was causing the discomfort due to the stimulation.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.